Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected b.1 product problem only and h.6 impact code, clinical code, investigation findings and investigation conclusions. Added new information to h.6 component codes and type of investigation. The commander delivery system were not returned to edwards lifesciences for evaluation. Therefore, visual, dimensional, and/or functional testing could not be performed. 3mensio report imagery was provided by the site for review. It was observed there was tortuosity and calcification present on the patient in the access vessels and abdominal aorta. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions were reviewed instruction for use (IFU) for commander delivery system with sapien 3 and sapien 3 ultra, device preparation manual, procedural training manual. IFU for edwards commander delivery system with sapien 3 and sapien 3 ultra transcatheter heart valve. Valve delivery step procedure, advance the edwards commander delivery system, with the edwards logo in the proper orientation (the delivery system articulates in a direction opposite from the flush port), through the sheath until the valve exits the sheath. Note: maintain the proper orientation of the flex catheter throughout the procedure. The delivery system articulates in a direction opposite from the flush port. In a straight section of the vasculature, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. Do not pull past the warning marker. Warning: to prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. Engage the balloon lock. Use the fine adjustment wheel to position the valve between the valve alignment markers. Warning: do not position the valve past the distal valve alignment marker. This will prevent proper valve deployment. Warning: if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Advance the catheter and use the flex wheel, if needed, and cross the valve. The delivery system articulates in a direction opposite from the flush port. Disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock. Verify the correct position of the valve with respect to the target location. As necessary, utilize the flex wheel to adjust the co-axiality of the valve and the fine adjustment wheel to adjust the position of the valve. Before deployment, ensure that the valve is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for fine adjust, difficulty or inability to withdraw system with valve through sheath, and thv dislodged off balloon during withdrawal through sheath were unable to be confirmed as neither the complaint device nor applicable imagery was returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, based on a review of the DHR and lot history, there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. The complaint event description states, 'at that we point attempted to pull the commander system back into the sheath, all measures were tried, and the valve looked as if it was diving and was caught on something.' The provided patient imagery revealed the right access vessel was calcified and tortuous. Access vessel tortuosity and calcification can increase the likelihood of withdrawal difficulty as they can cause non-coaxial retrieval of the delivery system. If the valve was still crimped on the balloon during a non-coaxial retrieval, it can get caught on the sheath tip and contribute to withdrawal difficulties. Additionally, the complaint event reports the observance of a ''cone'' on the distal tip of the delivery system. The cone may have been a result of residual fluid in the balloon from device prep. Residual fluid in the balloon may alter the profile of the balloon and/or valve, which may further contribute to withdrawal difficulties as the altered profiles may catch on the sheath distal tip. While a definitive root cause is unable to be determined, available information suggests that patient (calcification, tortuosity) and procedural factors (residual fluid) may have contributed to the complaint events. As mentioned in the complaint description, 'upon using the fine adjuster the shaft entered the sheath but the valve came off the system. The fine adjustment was difficult and unable to align proximal marker.' The provided patient imagery revealed calcification and tortuosity of the abdominal aorta. Performing valve alignment at a bend in the anatomy can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip from the flex tip during alignment) and dive into the flex tip. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces and can create tension in the system to achieve final alignment position, resulting in difficulties using fine adjustment. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. Additionally, the operators are advised not to perform valve alignment in the sheath per the training manuals. As the valve was caught on the sheath tip, it is likely the use of fine adjust was attempted with the balloon and valve partially caught in the sheath. Alternatively, the reported ''cone'' may have been a result of residual fluid in the balloon from device prep. Residual fluid in the balloon may also contribute to valve alignment difficulty. Per the training material, 'ensure there is no residual fluid left in the balloon to avoid potential difficulty with valve alignment during the procedure.' While a definitive root cause is unable to be determined, available information suggests that patient (tortuosity) and procedural factors (valve alignment performed in non-straight section of aorta, residual fluid) factors may have contributed to the complaint events. In this case, the valve ''was caught on something'' and the delivery system was manipulated to overcome the observed withdrawal difficulties. The valve likely dislodged off the balloon during withdrawal as a result of excessive manipulation of the devices. While a definitive root cause is unable to be determined, available information suggests that procedural factors (excessive manipulation, withdrawal difficulties) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing. The device is not returning.

Event description:
As reported by a field clinical specialist, during implant of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, there was no difficulty during advancement of the commander delivery system through the 14f esheath. However, the cone of the delivery system, appeared abnormal 'noticed the cone appeared to expand after exiting the sheath'. An unsuccessful attempt was made to pull the delivery system back into the sheath, and the valve looked as if it was diving and was caught on something. Upon using the fine adjust of the delivery system the shaft entered the sheath but the valve came off the system. The fine adjustment was difficult and the valve was unable to align on the proximal marker. A snare was used to position the valve in a non-obstructing area of the iliac. The valve was deployed with an 8 mm non-compliant peripheral balloon. A second valve was prepped and successfully implanted. The patient tolerated the procedure and is stable.